Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction with the moderately tortuous, heavily calcified and 100% stenosed anatomy during removal resulted in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric lesion located in the mid to distal right coronary artery that was moderately tortuous, heavily calcified and 100% stenosed. The hi-torque pilot 50 guide wire failed to cross due to the patient anatomy. There were no other device issues, however, during removal, there was resistance met with the anatomy. A non-abbott guide wire was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.